Event description:
Had two cordis cypher sirolimus-eluting coronary stents implanted. Was discharged and doing fine until 4 days later, had what was diagnosed as a stroke, was admitted and had a second one the next day from which pt did not survive.